Event description:
It was reported that the pump was implanted on 9/17/97 for the infusion of "fudr" and heparin/saline. The pump was explanted on 1/26/99 when it was determined that there was no longer any flow. The pump was replaced and there were no pt complications.